Manufacturer narrative:
The technician found right intermediate side rail center arm assembly was cracked at the side rail mount. The right intermediate side rail center arm assembly was replaced by the technician to resolve issue with bed.

Event description:
The account alleged the right intermediate rail is not latching. No pt impact.